Manufacturer narrative:
Preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively.

Event description:
The customer contacted (B)(4) regarding a product complaint associated with ez breath atomizer on (B)(4) 2013. He reported that a washer fell from the ez breathe atomizer into his mouth while using the device. He recovered the component without requiring any medical interventions. The pt is a (B)(6) male with a past medical history that is significant for emphysema. He is a current smoker.